Event description:
It was reported that during the stent implant procedure, in-stent thrombosis occurred which was treated with tissue plasminogen activator (tpa), integrilin and heparin. In addition, the patient was given intra-arterial verapamil to treat vasospasm. The following day the patient suffered cerebral edema and infarct and was treated with three percent hypertonic saline and mannitol. The patient progressed to brain death later in the day. It is unknown if the reported edema, infarct, and patient death are related to the stent.

Manufacturer narrative:
The subject device remains implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient death, thrombosis, stroke and vasospasm are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during the stent implant procedure, in-stent thrombosis occurred which was treated with tissue plasminogen activator (tpa), integrilin and heparin. In addition, the patient was given intra-arterial verapamil to treat vasospasm. The following day the patient suffered cerebral edema and infarct and was treated with three percent hypertonic saline and mannitol. The patient progressed to brain death later in the day. It is unknown if the reported edema, infarct, and patient death are related to the stent.